Event description:
It was reported that this catheter was used to dilate a lesion in the lad artery using the kissing balloon technique. The other balloon used was another model, 3.00 mm ptca catheter. The balloon of this device is reported to have burst during this procedure. This device was removed and another device was used to complete the procedure with no complications.